Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not able to be charged. The patient underwent an ipg replacement procedure and was doing well post-operatively. It was noted that a white milky substance came out of the incision site when the patients pocket was opened.

Event description:
It was reported that the patients ipg was not able to be charged. The patient underwent an ipg replacement procedure and was doing well post-operatively. It was noted that a white milky substance came out of the incision site when the patients pocket was opened.

Manufacturer narrative:
Sc-1110 sn:(B)(6) the returned ipg was analyzed and found that the device was in hibernation, however, it was fully charged in one cycle. The reported white substance was covered the device case. A review of the patient's data found that the battery depletion rate was within the expected range and an electrical test revealed no anomalies. With all the available information, boston scientific concludes that the reported event was not confirmed. The device was implanted in 2007. A labeling review found that over time and with repeated charging, the battery in the stimulator will lose its ability to recover its full capacity.